Event description:
It was reported that the patient passed out and fell, hitting her back and breaking her ankle on 2012 (B)(6). The patient did not indicate that the implantable neurostimulator (ins) caused or was involved with the loss of consciousness or fall. The patient was in the hospital and experienced a loss of therapeutic effect, using the bathroom every 30-60 minutes. The ins was found to be off, though it wasn't indicated that the patient had turned the device off. The ins was turned on and stimulation increased from 3.0 to 3.1 v and the patient felt stimulation in the pelvic floor. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3093-33 lot# v309454, implanted: 2009 (B)(6), product type lead product ID, 3093-33 lot# v609427, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).